Event description:
Analysis of the usb cable was completed on 09/16/2015. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Event description:
During troubleshooting of a physician's programming system(MFR. Report # 1644487-2015-05746) the company representative's programming system quit working. The company representative tried changing rooms and attempted to test two demo generators; however the issue did not resolve. The programming system connections were checked; however, this did not resolve the issue. A new usb was used which resolved the issue. The faulty usb cable was received for analysis. Analysis is underway, but has not been completed to date.